Manufacturer narrative:
Additional information: patient has a medical history of cerebral infarction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute integrity des was implanted in the rca. Approximately 3.5 months post procedure the patient suffered lacunar infarction. The patient is not recovered. The investigator and sponsor assessed the event as not related to the index device or anti-platelet medication.